Manufacturer narrative:
Device analysis: the facility has retained this product, consequently, a returned product analysis will not be possible at this time. The root cause of the difficulties experienced during the procedure could not be determined.